Event description:
Complainant alleged that during biomed testing and routine preventative maintenance, the technician was unable to perform the 30 joule test, and was receiving a "poor pad contact" message on the device screen. The complainant indicated that there was no patient involvement in the reported malfunction.